Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a pre-existing condition prior to the use of the lifevest. The patient reported that she had a yeast infection that was irritated by the lifevest and may have led to open wounds. The patient temporarily removed the lifevest. The patient consulted her physician who advised the use of a powder and cream. Follow-up indicated that her skin is improving.